Event description:
Caller reported potential (B)(4) troponin (tni) on the triage profiler sob versus the centaur device for three samples from one pt. Caller did not have myo and ck-mb values for triage meter, but reports that both were considered elevated. Testing performed per package insert. Devices were at room temp before use. Controls ran and resulted as expected. No pt info was provided by the customer.

Manufacturer narrative:
Investigation pending.